Manufacturer narrative:
The ¿ 510k: this report is for an unknown radial stem/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent hardware removal due to radial stem loosening. The patient was initially implanted with a radial head prosthesis and radial stem on (B)(6) 2016 for a fracture. There were no issues during the initial surgery. It is unknown how the loosening of the stem was discovered and if patient experienced any adverse events. The head was still in the proper place. The patient had all hardware removed on (B)(6) 2016. All hardware was easily removed and was intact. There were no damages to the hardware. No new hardware was implanted. The removal surgery was successfully completed without requiring medical intervention. No surgical delay was noted. The patient status/outcome was reported as unknown. Concomitant device reported: radial head prosthesis (quantity 1). This report is for an unknown radial stem. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complaint was reviewed and determined to be a part of recall. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.